Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary service center, the central control monitor (ccm) failed to start-up. This is on manufacturer demo unit. There was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.